Event description:
This report is to advise of a fracture that was noted during analysis. During the procedure, when inserting the viewflex ice catheter into the heart, it was noted that the catheter went out a branch of the ivc and significantly bent at the tip. After that, the catheter was noted to not steer correctly. It was determined that the steering mechanism was no longer functioning. The catheter was replaced, which resolved the issue, and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
One viewflex xtra ice catheter was received for evaluation. A fracture in the catheter tip was noted 0.7¿ proximal to the distal tip. No other visual anomalies were noted. The catheter deflected in all directions and met specifications for curve shape when actuating the steering mechanisms. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed.